Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/14/2014-device evaluation:the pump has been returned and evaluated by product analysis on 07/03/2014 with the following findings:a visual inspection of the pump showed no damage to the keypad cover. During testing, the intermittently unresponsive which has no effect on insulin delivery; all other buttons responded appropriately. Evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Should read that the contrast button was intermittently unresponsive; which has no effect on insulin delivery